Event description:
It was reported that the patient called the left ventricular assist device (lvad) line at 1330 reporting being woken at 0230 by a low voltage alarm while at home on the mobile power unit (mpu). On the controller alarm interrogation, the last low voltage alarm occurred a day before at 1639. It was assumed that the patient experienced a power cable disconnect alarm at 0230. The patient presented to the clinic for log file download. The patient's mobile power unit (mpu) was confiscated and the patient was sent home without loaner mpu. On review the log files were not available prior to 0830 from that morning as pulsatility index (pi) events had overwritten the alarms. On day two around 0830, the patient phoned the lvad line stating that a "blue alarm" woke the patient up around 0300. On the controller interrogation, the last alarms revealed a low voltage alarm on day one around 1630. It was assumed that the patient experienced another power cable disconnect alarm. It was discussed for the patient to present to clinic for a system controller change. International normalized ratio (inr) was drawn prior to the patient coming to clinic, and log files were downloaded and sent for review. Once inr result was reviewed by medical team, the patient was made comfortable by lying in clinic chair for support, aware that he may feel syncopal during the controller change. The system controller was successfully changed by physician assistant (pa). The patient was without symptoms throughout. Once deemed medically stable, the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of unexpected power cable disconnect and low voltage advisory alarms was confirmed with the returned system controller (serial # (B)(6)). The log files retrieved from device captured intermittent power cable disconnect and low voltage advisory alarm events. According to the voltage values, there were transient battery fuel gauge voltage values with the white power cable resulting in premature alarm events. The alarms were captured when the system controller was connected to the mobile power unit and 14v batteries/clips. Electrical measurement of the underlying wires within the power cables confirmed conductor breakdown with the battery fuel gauge wire in the white power cable that attributed to the reported event. The increase electrical resistance can affect voltage values and has the potential to result in unexpected alarms. The white power cable was delayered, and visual inspection did not reveal any damage underlying wires indicating the conductor breakdown appears to be related to the repetitive flexing of the cables during use. As an additional finding, it was noted green/blue fluid substance was observed. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on 25oct2017. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm . 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of unexpected power cable disconnect and low voltage advisory alarms was confirmed with the returned system controller (serial #(B)(6)). The log files retrieved from device captured intermittent power cable disconnect and low voltage advisory alarm events. According to the battery fuel gauge voltage values associated with the white power cable, the values were transient/fluctuating and this activated the premature alarm events. The alarm events were captured when the system controller was connected to the mobile power unit and 14v batteries/clips. Electrical measurement of the underlying wires within the power cables confirmed conductor breakdown with the battery fuel gauge wire in the white power cable that attributed to the reported event. The increase electrical resistance can affect voltage values and has the potential to result in unexpected alarms. The white power cable was delayered, and visual inspection did not reveal any damage underlying wires indicating the conductor breakdown appears to be related to the repetitive flexing of the cables during use. As an additional finding, it was noted green/blue fluid substance was observed. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 25oct2017. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself¿. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number of mpu: 2916596-2021-03941. It was reported that the patient had an alarm around 5:00am while connected to the mobile power unit (mpu). Ventricular assist device (vad) interrogation only showed power cable disconnect at 5:00am. The patient also reported low voltage alarms even though the batteries were showing 50% charge. The log file confirmed the reported power cable disconnect alarms while connected to the mpu as well as a few low voltage advisories. The batteries were replaced. It was reported that the patient had additional power cable disconnects while on mobile power unit (mpu) on (B)(6). The patient would be issued a loaner mpu. The log file was overwritten by pulsatility index (pi) events so the file did not contain the data from 2:30 am. The patient continued to have power cable disconnects on the loaner mpu. The rsoc (relative state of charge) is intermittently reading below normal values triggering the power cable disconnects. The controller was swapped on (B)(6) to resolve the alarms after they also occurred on the loaner mpu. The cause of the alarms was identified to be the controller cable.